Event description:
Information rec'd in 2002, from the patient indicates their 1992 700cx device is no longer functioning. Additional information recevied in 01/04, indicating again that the device is no longer properly functioning.